Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found on the electronics and motor. The pump was received with minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that all of the buttons on her insulin pump except for the action button were unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer recalled being out in the sun and sweating. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.